Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the air in line alarm which was not reproduced. The air in line alarms were confirmed through a review of the event history log and found to be caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.